Event description:
It was reported that a patient presented after experiencing inappropriate therapy on their implantable cardioverter defibrillator (ICD). Further information was requested but not received.

Event description:
New information notes that the patient had two episodes of inappropriate shocks, with the first being on (B)(6) 2022 and the second occurring on (B)(6) 2022. Both episodes were as a result of an atrial arrhythmia with ectopy that occurred at a high rate in the ventricular fibrillation (vf) rate zone. Programming changes were made to increase the vf rate zone and address the issue. The patient was stable throughout.